Event description:
The user observed an hematocrit saturation color chip failure error message. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There was no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.